Event description:
The hcp had difficulty accessing the center port to refill the pump. The pump was confirmed to be flipped. The patient did not have any symptoms. The type of medication, concentration, and daily dose being administered via the pump was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.